Event description:
Additional information was received from the patient (pt). They reported that their healthcare provider (hcp) told them to call medtronic, who redirected them to their hcp. Pt reported they turned their device off and were not using it. Pt noted irritation as nobody was helping them with the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient reported their stimulation would not shut off and they thought the issue began sunday. Patient's stimulation was supposed to run for 3 minutes and turn off for 2 minutes. Patient was also picking up a container to dump water into their humidifier then their stimulation came on full force. Patient's stimulation was going all the way down to their toes. During the call patient was on group b and patient was unclear whether they had 1 or 2 programs on group b. Patient was only able to adjust their settings. Agent understood this as patient only had 1 program on group b. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.